Event description:
Related manufacturer reference #: 3006705815-2019-03324; 3006705815-2019-03325. It was reported the patient did not receive effective stimulation therapy from the scs. System. Reprogramming was unable to resolve the issue. In addition, the patient reported weight fluctuations. Consequently, the patient underwent surgical intervention wherein the system was removed.